Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 22-may-2024, it was reported that the one infusion set was fell off during use. The infusion set is long for few hours. The blood glucose level was 185 mg/dl. No further information available.